Event description:
A customer reported that there were no st alarms for a pt, due to st being set to message level and not advisory level on the cic. Reportedly, the st limits at the bedside were set to advisory, however, the monitor was also set to a default of "tele defined" in which the st was set at message level. The pt went into cardiac arrest. The pt received medical attention and was transferred to critical care. The following day, the pt was up and walking. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.